Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that subsequent to a coronary stenting procedure, an in-stent restenosis occurred. In (B)(6) 2013, the patient returned with in-stent restenosis of the previously deployed stent. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous right coronary artery(rca). After crossing with a guide wire, an emerge balloon catheter could not cross the lesion. The patient was treated with plain old balloon angioplasty using a 1.3mm non-bsc balloon catheter. No further patient complications were reported and the patient status is good.